Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer's mother stated that the tampon came apart upon removal and pieces remained inside. She also stated that manual removal was successful and medical attention was not required. This occurred with two lot codes. The other lot code is reported under (3011109575-2018-00147). This also occurred with the mother (3011109575-2018-00148 and 3011109575-2018-00149). If we become aware of related adverse effect(s) on the consumer's health, a follow-up report will be submitted.